Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650- / expiration date: 2018-04-30 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-04-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced critical batteries alarms on one battery and loss of power to the pump resulting in ventricular assist device (vad) stop alarms and pump stop. The battery and controller were exchanged. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the controller had two double disconnects.

Manufacturer narrative:
A supplemental report is being submitted for additional event information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and one (1) battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned devices passed visual inspection and functional testing. Log file analysis revealed one (1) critical battery alarm due to a communication error involving battery (B)(4). Additionally, log file analysis also revealed two (2) controller power up events within the analyzed period. The first controller power up was recorded on 16/aug/2018 at 01:48:32. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 60% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 76% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2). The controller was without power for 11 seconds. The second controller power up was recorded on 22/aug/2018, at 15:12:45. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 24% rsoc and (B)(4) was connected to power port two (2) with 76% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 7 seconds. At 15:13:26 on 22/aug/2018, a vad stopped alarm was logged, indicating that the pump failed to restart after several attempts. This was followed by a vad disconnect alarm at 15:13:59, indicating a physical disconnection of the driveline which corresponds with the reported controller exchange. As a result, the reported events were confirmed. The most likely root cause of reported critical battery alarm can be attributed to a communication error between controller and battery. A possible root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. Based on an extensive investigation conducted, the likely contributing causes for failure to re-start come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, as no actionable root causes were identified. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for laboratory data. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and one (1) battery were returned for evaluation. A second battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned devices passed visual inspection and functional testing. Log file analysis revealed one (1) critical battery alarm due to a communication error involving the first battery. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed a relative state of charge (rsoc) between 101-201 involving the first battery and the second battery, which is indicative of communication errors. Additionally, log file analysis also revealed two (2) controller power up events within the analyzed period. The first controller power up was recorded on 16-aug-2018 at 01:48:32. The data point prior to the loss of power revealed that a different battery was connected to power port one (1) with 60% relative state of charge (rsoc) and the first battery was connected to power port two (2) with 76% rsoc. The data point recorded after the loss of power revealed that a different battery was connected to power port one (1) and another battery was connected to power port two (2). The controller was without power for 11 seconds. The second controller power up was recorded on 22-aug-2018, at 15:12:45. The data point prior to the loss of power revealed that another battery was connected to power port one (1) with 24% rsoc and the second battery was connected to power port two (2) with 76% rsoc. The data point recorded after the loss of power revealed that a different battery was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 7 seconds. At 15:13:26 on 22-aug-2018, a vad stopped alarm was logged, indicating that the pump failed to restart after several attempts. This was followed by a vad disconnect alarm at 15:13:59, indicating a physical disconnection of the driveline which corresponds with the reported controller exchange. As a result, the reported events were confirmed. A power source lubrication procedure was performed on the second battery in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018 and the battery remained in use. The most likely root cause of reported critical battery alarm can be attributed to a communication error between controller and battery. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. CAPA pr00502194 is investigating pump failures to restart. Additional products: d4: serial or lot#: (B)(6), d9: yes, return date: 10-oct-2018, h3: yes dev rtn to MFR? Yes, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: FDA method code(s): 10, 4112, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 4307, d4: serial or lot#: (B)(6), d9: no, h3: yes, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 4307. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction for section b2 and h10: product event summary: the controller and one battery were returned for evaluation. One battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned devices passed visual inspection and functional testing. Log file analysis revealed one (1) critical battery alarm due to a communication error involving battery bat751907. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed a relative state of charge (rsoc) between 101-201 involving bat751907 and bat751901, which is indicative of communication errors. Additionally, log file analysis also revealed two controller power up events within the analyzed period. The first controller power up was recorded on 16/aug/2018 at 01:48:32. The data point prior to the loss of power revealed that bat751908 was connected to power port one with 60% relative state of charge (rsoc) and bat751907 was connected to power port two (2) with 76% rsoc. The data point recorded after the loss of power revealed that bat751905 was connected to power port one (1) and bat309168 was connected to power port two (2). The controller was without power for 11 seconds. The second controller power up was recorded on 22/aug/2018, at 15:12:45. The data point prior to the loss of power revealed that bat309168 was connected to power port one (1) with 24% rsoc and bat751901 was connected to power port two (2) with 76% rsoc. The data point recorded after the loss of power revealed that bat751905 was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 7 seconds. At 15:13:26 on 22/aug/2018, a vad stopped alarm was logged, indicating that the pump failed to restart after several attempts. This was followed by a vad disconnect alarm at 15:13:59, indicating a physical disconnection of the driveline which corresponds with the reported controller exchange. As a result, the reported events were confirmed. A power source lubrication procedure was performed on bat751901 in accordance with the requirements under fsca cvg-18-q4-19 on 24/aug/2018 and the battery remained in use. The most likely root cause of reported critical battery alarm can be attributed to a communication error between controller and battery. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. Based on an extensive investigation, the likely contributing causes for failure to re-start come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, as no actionable root causes were identified. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-04-2019 / serial or lot#: bat751901 UDI #: 00888707002646 d10: no h3: yes h4: mfg date: 30-04-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s: 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that two batteries exhibited communication errors.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Correction b5: event description was corrected to include a statement regarding the disposition of the vad. Correction h10: section h10 was corrected to include device and code information for the vad associated with the event. Additional information was received regarding the recall number. Product event summary: the pump and one (1) battery were not returned for evaluation. The controller and one (1) battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned devices passed visual inspection and functional testing. Log file analysis revealed one (1) critical battery alarm due to a communication error involving battery (B)(6) . Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6) , which is indicative of communication errors. Additionally, log file analysis also revealed two (2) controller power up events within the analyzed period. The first controller power up was recorded on (B)(6) 2018 at 01:48:32. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 60% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 76% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 11 seconds. The second controller power up was recorded on (B)(6) 2018, at 15:12:45. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% rsoc and (B)(6) was connected to power port two (2) with 76% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 7 seconds. At 15:13:26 on (B)(6) 2018, a vad stopped alarm was logged, indicating that the pump failed to restart after several attempts. This was followed by a vad disconnect alarm at 15:13:59, indicating a physical disconnection of the driveline which corresponds with the reported controller exchange. As a result, the reported events were confirmed. A power source lubrication procedure was performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018 and the battery remained in use. The most likely root cause of reported critical battery alarm can be att ributed to a communication error between controller and battery. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. CAPA pr00502194 is investigating pump failures to restart. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: 30-apr-2012 / serial #: (B)(6) UDI #: (B)(4) d6a: implanted date: 23-jun-2011 d9: no h3: yes h4: mfg date: 30-apr-2010 h5: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a141204 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted as a new internal investigation has been assigned to this event. Also, updated section h6. Section h6 update for additional devices: serial# (B)(6) h6:FDA img code: g02002 serial# (B)(6) h6:FDA img code: g02002 serial# (B)(6) h6:FDA img code: g04105 h6:FDA result code(s):c21 h6:FDA conclusion code(s): d16 the ventricular assist device (vad) hw2057 is not in scope of CAPA pr00502194. CAPA pr00532915 was initiated to investigate pump failures to restart outside the subpopulation of CAPA pr00502194. Investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: d4, d5 product event summary: the controller and battery were returned for evaluation. Failure analysis revealed that the returned devices passed visual inspection and functional testing. Log file analysis revealed a critical battery alarm due to a communication error involving the battery. Additionally, it also revealed two controller power ups, first on (B)(6) 2018 at 01:48:32 hours. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 60% relative state of charge (rsoc) and (B)(6) was connected to power port two with 76% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two . The controller was without power for 11 seconds. The second power up was recorded on (B)(6) 2018, at 15:12:45 hours. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two with 76% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. At 15:13:26, a ventricular assist device (vad) stopped alarm was logged, indicating that the pump failed to restart after several attempts, which was followed by a vad disconnect alarm at 15:13:59 hours, when the pump was disconnected from the controller due to a controller exchange. A possible root cause of critical battery alarm can be attributed to a communication error between controller and battery. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. Based on an extensive investigation the likely contributing causes for failure to re-start come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, as no actionable root causes were identified. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation has been opened to evaluate events involving the controller losing power and implement corrective actions as required. Additional products: battery bat751907. D10: yes, return date: (B)(6)2018. H3: yes. Dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.